Manufacturer narrative:
Product event summary: data files were received and analyzed. The files showed at least 10 injections were performed with a balloon catheter without any issue on the date of the event. The files do not record air ingress issues. The sheath was also returned and analyzed. Visual inspection of the sheath showed the device was intact with no apparent issues. Air aspiration was reproduced when a balloon catheter was introduced through the sheath. Dissection showed the hemostatic valve was leaking. The reported aspiration issue has been confirmed through testing. The sheath failed the returned product inspection due to a leaking hemostatic valve. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, during the setup of the catheter, air removing was performed successfully. When a competitor sheath was inserted into the sheath, air aspiration was observed while flushing the competitor sheath. The ablation procedure continued without issue. Following the procedure, a test confirmed that there was no air and no st elevation. The case was completed with cryo. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.